Manufacturer narrative:
Concomitant medical product: sedr01 ipg, implanted: (B)(6) 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced weak spells. It was also reported the right atrial (ra) lead exhibited oversensing and undersensing on stored electrograms (egm). The lead remains in use. No further patient complications have been reported as a result of this event.